Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product sample was not returned. Two hundred samples were taken from the actual production lot # 73h1600103, the samples were visually inspected. The issue reported in the complaint was not present in the current manufacturing process samples. A device history record review could not be conducted since the lot number provided "73d1500126" belongs to another product (5-12516). An additional document (fmea) review assessment was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed as the product sample is not available to perform a proper investigation and determine the root cause. If the alleged device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges the doctor found the inner wall of the tube and the steel wire dropped off the tube when the tube was inserted into the patient with general anesthesia. The doctor replaced the tube with a new one. The condition of the patient was reported as unknown. No medical interventions were reported.